Event description:
It was reported that the customer experienced an issue affecting their blood glucose level, which dropped to around 50-51 mg/dl. To address this low blood glucose, the customer consumed carbohydrates and did not require third-party assistance. Technical support helped the customer update their basal rate and correction factor settings and advised them to consult with their healthcare provider when making such changes.